Manufacturer narrative:
As reported, the patient experienced pain and discomfort post implant of galaflex 3dr mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Pain is a known inherent risk of surgery/use of the device and is included as a possible complication in the adverse reaction section of the instructions-for-use (IFU). Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 321 units released for distribution in apr, 2021. Not returned - remains implanted.

Event description:
As reported, the patient underwent a bilateral breast mastopexy with breast implants augmentation and implant of a galaflex 3dr scaffold on (B)(6) 2021. As reported, the patient started experiencing significant dropping of both breasts with pain and discomfort about 3 months later. It was reported that prior to the procedure recommended to have the breast implants as well as the galaflex 3dr scaffold to support the breast lift. It was also reported that the results are not what the surgeon discussed during her consultation. As reported, the patient frustrated and consulted with another surgeon on (B)(6) 2022. The surgeon now recommending she have the implants removed and another breast lift procedure. As reported, the patient continues to have pain and discomfort in both her breasts since the procedure in (B)(6) 2021.